Event description:
New information received 9/29/2017 stated that the lead still exhibited high thresholds and due to concern for microperforation, revision was scheduled. The lead was unable to be repositioned due to suspected crimping, so the lead was successfully removed and replaced on (B)(6) 2017. No further information was available.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
New information received on 3/29/2018 reported that on the (B)(6) 2017 presentation, the chest x-ray showed pneumonia in addition to the pleural and pericardial effusion. A thoracentesis was performed on (B)(6) 2017.

Event description:
It was reported that after implant procedure, the right ventricular lead exhibited sudden high threshold. Fluoroscopy showed migration of the lead and possible cardiac perforation. An echocardiogram showed small to moderate pericardial effusion. The lead was repositioned on (B)(6) 2017 and the patient was admitted to the hospital for further care. The patient was monitored and discharged in stable condition. On (B)(6) 2017, the patient presented with sharp left anterior and lateral thoracic pain which was pleuritic. A chest CT scan displayed decreased pleural and pericardial effusion. The patient was treated with antibiotics.